Manufacturer narrative:
The console was evaluated and repaired in the field on october 24, 2016. The reported count down issue at boot-up was confirmed and determined to be the result of a faulty lcd / top cover. The top cover was replaced and multiple boot up sequences were performed without issue. The system was tested and verified to specification.

Event description:
It was reported that when booting up the laser system, to begin a prostate procedure, only the first screen of the boot-up sequence appeared; no warm-up countdown. Upon reboot, the issue could not be cleared. The case was completed using an alternate procedure (mono-polar turp). There was no patient injury reported.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced top cover/ lcd s/n 0kv9a0e was received at the manufacturer on november 22, 2016.

Manufacturer narrative:
Service in the field was performed on october 24, 2016. The replaced top cover/ lcd s/n (B)(4) was received at the manufacturer on november 22, 2016. The top cover was sent to the supplier.

Manufacturer narrative:
Service in the field was performed on october 24, 2016. The replaced top cover/ lcd s/n (B)(4) was received at the manufacturer on november 22, 2016. The top cover was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier and received back at the manufacturer on june 23, 2017. Supplier evaluation noted that reported issue of "no countdown screen displayed" was confirmed. During testing, the flash memory was found to have been corrupted and it was determined that u620 component was faulty and was replaced. The top cover was reprogrammed, retested and passed specifications following the component replacement. The returned repaired top cover was returned back to stock. Probable root cause: based on supplier analysis report, the probable root cause was determined to be due to a faulty u620 component in the top cover.